Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. The customer did not report any symptoms related to high blood glucose level. Customer was treated for their glucose levels with manual injection. The customer also reported that the insulin pump had a blank display. Troubleshooting was performed and the display did not return after restart. The customer declined troubleshooting for high blood glucose level. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.